Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Tampon stuck inside [foreign body in reproductive tract]. Tampon left cotton behind. Only half the cotton came out [device breakage]. Tampon came out as only half of the cotton that had been in there [complication of device removal]. Case description: consumer reported via social media that the tampon was stuck inside of her and left cotton behind. No serious injury was reported.